Manufacturer narrative:
The device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned delivery system , it was confirmed that the deployment mechanism was in use and that the user could only partially deploy the stent graft and sheath was identified fractured. In this case, the system was flushed. Appropriate accessories were used during the procedure. However, as reported there were several unsuccessful attempts to advance the delivery system without an introducer sheath. The device was intended to be placed in the left subclavian artery during an endovascular aortic repair, which represents an off-label used. The investigation of the reported issue is confirmed result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." The instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding tortuous anatomy the instructions for use states "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The intended use of the device during an endovascular aortic repair represents an off label use. Based on the instructions for use supplied with this product the device is indicated to be use in the iliac and femoral arteries for treatment of residual stenosis, dissection, detached arteriosclerotic plaque material and luminal obstruction, occlusion, and restenosis or reocclusion. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. (Expiry date: 07/2023).

Event description:
It was reported that during a stent placement procedure in the left subclavian artery through the brachial artery, the stent was allegedly difficult to be deployed. It was further reported that another device of the same lot number was used but still failed to deploy. The procedure was completed using another device. There was no reported patient injury.